Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The patient experienced a fall that was unrelated to the evoke scs system, resulting in wound dehiscence which subsequently became infected. The evoke scs system was explanted, and antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician and at a different facility than those involved in the original implantation.